Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was treat a mildly tortuous, mildly calcified right coronary artery. During advancement a 4.0x8mm nc trek balloon dilatation catheter met resistance with anatomy. Inflation was attempted once to 12 atmospheres; however, the balloon was noted to be losing pressure and failed to inflate. Another unspecified balloon was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delays. No additional information was provided.